Event description:
It was initially reported an over infusion of unspecified medication. No further information was provided at the time. Bd received additional information. It was reported that "the patient received the whole bag of medication (bumetanide [bumex]) that should be given at a rate of 2ml/hr." 50ml of bumex was reportedly infused in 35 seconds. The volume to be infused was 40ml while the bag contained total of 50ml of the medication. Due to the event, "the patient was assessed with frequent vitals and transferred to higher level of care." Per report, the patient was "transferred to imc (intermediate care) and dose of k (potassium) was given to replace decreased amount." Bd received additional information following an onsite visit by representatives. Per report, "nurses thought that the device alarmed that the total programed volume was completed. Nurses were unsure if the infusion was hung as a primary or a secondary infusion: there was not a secondary set reported but the primary set 2420-0007 was reported as the IV set used. The drug was programmed as a primary continuous infusion. The prime volume of the tubing is 25mls plus any additional medication out the end during the prime which left approximately 15ml in the bag. (Clinical was unaware that the prime volume was 25mls.) Bd representative provided education to the customer on follow up about loading a pump without the pcu turned on, means no alarms and no data recorded during that time."

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was initially reported an over infusion of unspecified medication. No further information was provided at the time. Bd received additional information. It was reported that "the patient received the whole bag of medication (bumetanide [bumex]) that should be given at a rate of 2ml/hr." 50ml of bumex was reportedly infused in 35 seconds. The volume to be infused was 40ml while the bag contained total of 50ml of the medication. Due to the event, "the patient was assessed with frequent vitals and transferred to higher level of care." Per report, the patient was "transferred to imc (intermediate care) and dose of k (potassium) was given to replace decreased amount."

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of bumetanide (bumex) was not able to be confirmed from the log analysis or could be replicated during device testing. The log analysis found an infusion of bumetanide at 10mg/40ml, was manually programmed from the drug library and was started on the date (B)(6) 2024 at the time of 4:32 pm. The infusion rate was set at 2ml/h with the volume to be infused set at 40ml. 29 seconds after the above infusion was started the pump module channel off key was selected, stopping the infusion and shutting down the system with the total volume infused recorded at the value of 0.019ml. The recorded events following the system shutdown were events associated with the clinician powering on the system and checking the infusion parameters. This activity occurred twice with no restarting of the infusion and no recorded changed in the volume infused value of 0.019ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion of bumetanide that was programmed to infuse for approximately 20 hours was terminated early after only infusing for approximately 29 seconds. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. It was noted during the log analysis that there was no recorded alarm event ¿safety clamp open¿ after the system power on or before the infusion of bumetanide was started. The lack of a recorded safety clamp open alarm after a new administration set is inserted suggests the set was inserted while the system was in an off state and is unable to alarm or record the alarm event. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The administration set was requested but was not returned; therefore, it could not be inspected or tested. Per the bd disposable set requirements for an alaris dedicated set (non-ms-iii, standard bore tubing, non-filtered, 20 drop/ml drip chamber, and distal length <72¿) the gravity flow rate should be >3,000ml/h. Assuming at 3,000ml/h, this calculated to 50ml/min (3,000ml/60), and calculates to 0.833ml/sec (50ml/60). The volume at 35 seconds would be approximately 29ml (0.833ml * 35 sec.). The priming volume of the reported administration set (2420-0007) is approximately 25ml. A 50ml IV bag could have emptied the IV bag within 35 seconds. Root cause: the root cause for the report of an over infusion of bumetanide (bumex) was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a040502, a1801, g04088, g0217, c0601, dx01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported an over infusion of unspecified medication. No further information was provided at the time. Bd received additional information. It was reported that "the patient received the whole bag of medication (bumetanide [bumex]) that should be given at a rate of 2ml/hr." 50ml of bumex was reportedly infused in 35 seconds. The volume to be infused was 40ml while the bag contained total of 50ml of the medication. Due to the event, "the patient was assessed with frequent vitals and transferred to higher level of care." Per report, the patient was "transferred to imc (intermediate care) and dose of k (potassium) was given to replace decreased amount."